Event description:
Customer reported the night before family member's device = 123 mg/dl. Customer took normal insulin at 6:00 & ate dinner. At 7:30, customer passed out and does not remember anything that happened until the next day. Emergency medical tech (emt) tested customer's device and result = 92 mg/dl. Emt device - 29 mg/dl and gave customer a shot. Customer was taken to the emergency room and dr's device = 91 mg/dl twenty minutes later. Hosp administered an IV. No controls used (refer to notification 200001806 - customer's device) a request was made for return product and replacement product was sent.